Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped functioning and exhibited inflation issue. The reason for the device deficiency is most likely to be the pump not working, as an ultrasound shows that there was sufficient fluid in the system. A surgical procedure was performed to remove and replace the cylinders and pump. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100562397. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).